Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were removed/broken. Right and left plunger cases were broken, bottom case was cracked. Primary audible alarm background test was in the event history log. The technician was unable to duplicate the primary audible alarm post error at occlusion test. The root cause of the reported issue could not be determined. Replaced speaker for preventive measure. Performed occlusion test and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue. Unique identifier is unknown. No information has been provided to date.

Event description:
It was reported that a primary audible alarm occurred. No patient injury was reported.